Event description:
The customer reported being hospitalized due to hyperglycemia and blood glucose reading was 521mg/dl, and she was treated with manual injections. The customer stated that she was experiencing nausea and sweating. The customer mentioned having unexplained high glucose for several days. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. The bolus history appears to be correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and its not bent or occluded. Reminded the customer to change the infusion set and reservoir every two to three days. The customer's most recent glucose reading was 258mg/dl, and she has been treated with lantus/humalog. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.